Event description:
It was reported that during a gastrectomy, staples fell off the device when the device was fired on the gastric body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable at this time. Additional information was requested and the following was obtained: just for clarification, did this happen prior to firing the device? No information. If this happened while firing, were there missing staples from the staple line? No information. What was the appearance of the deployed staples? No information.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with a reload not loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.